Event description:
It was reported that there was a suspected implantable neurostimulator (ins) overdischarge. The last successful recharge session was 6-12 months prior to this report. Patient had stimulation in the wrong location. Stimulation was not helping with the pain. It was noted that the patient stated it was not working. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).